Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the battery oscillator has power issues, machine does not start. No further detail available from customer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken: maintenance inspection. Additionally the service technician noted that: control unit is defective; motor is defective; baseplate is corroded. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. The probable root cause of the event was reported to be normal wear, the device was returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A service history review was conducted. The report indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.